Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to follow up with the customer to get additional complaint info and to get the product back, including a final attempt by letter were unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional info or the original product to be received, resulting in new, changed, or corrected info, a follow report will be filed at that time.

Event description:
Customer called in to customer service to report that the housing for her pump in style transformer came loose and fell apart and that her husband put it back together with duct tape.